Event description:
It was reported that a motor stall occurred with no recovery. The patient was admitted to the hospital on (B)(6) 2013 and was unresponsive and severely comatose. An overdose or overinfusion of medication was suspected, but upon interrogation of the pump, it showed that the pump had been stalled for two days. The stall occurred on (B)(6) 2013 at 17:08. The "stopped pump period may exceed tube set" message was also displayed. The critical alarm was set to sound every hour, but no one reported hearing it. The patient did not have an MRI, but did have a computed tomography scan. The hospital did "a battery of tests" but was unable to find the cause. The symptoms were reported to be inconsistent with a stopped pump and possible withdrawal. It was attempted to get out of the motor stall and set the pump at minimum rate multiple times, but the pump did not restart. The managing healthcare provider physician removed drug from the pump and refilled with saline on (B)(6) 2013. The correct amount of drug was in the pump. The patient was with injury at the time of the report. On (B)(6) 2013, it was reported that patient was still hospitalized. On (B)(6) 2013, it was reported that the pump was still stalled. The device system was used to deliver infumorph (morphine).

Event description:
Additional information was received and it was reported that the patient had chronic pancreatitis that was probably the cause of the fevers and also some type of other infection that was probably causing them. It was later reported that the infection was not due to the pump.

Event description:
Additional information received reported the patient outcome was 'serious life threatening injury/illness - recovered without sequelae.' It was reported the patient noticed the onset of abdominal pain and nausea on (B)(6) 2013 and was transported and admitted to the hospital. Shortly after, she was found to be comatose in her room. The patient was given 2 milligrams of narcan and became 'arousable.' The patient was then placed on a narcan drip. The next day the pump was turned down to minimal rate. The pump was analyzed and the previously reported motor stall was discovered. The patient did not become much more alert and was transferred to a different hospital later that evening. The next morning, the patient was in the intensive care unit (ICU) and it was not determined if the pump was malfunctioning or not, so the morphine was withdrawn from the pump and the pump was filled with preservative-free normal saline. It was later reported the pump was explanted on (B)(6) 2013. The patient had high fevers over the past 10-11 months, but was not using the pump because it appeared to not be working properly. The patient had been afraid she was getting overdosed by it. The patient had been transferred from one hospital to another and was admitted due to altered mental status caused by the pump delivering a low dose and then overdoses of morphine. The pump had been analyzed and found to be not working and possibly overdosing as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n148399, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of surgery and overdose.